Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer have plugged the vision tower into an outlet by itself and have the system back online starting without any errors. An ipd will be shipped to the customer. The system was tested and verified as ready for use. The probable root cause is attributed to electrical instability caused by overloading a shared power outlet beyond its rated 16a capacity. Once the devices were moved to dedicated outlets, the issue did not recur, confirming that the power configuration was the source of the fault.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the system turned red and displayed error #86. The tse reviewed the logs and confirmed the issue. To expedite resolution, the tse recommended swapping the tower with another system, as the caller was uncomfortable handling the many cables at the back of the tower. The tse explained how to connect the system with the new tower to resume operations. The caller agreed to inform the rest of the staff, and the call concluded. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgery was a cholecystectomy done by dr. (B)(6). The procedure continued using da vinci because the with another vision side cart (vsc) from the other or to finish the case. Contact person spoke with the surgeon and confirmed the patient was fine and discharged after the procedure. Patient demographics were not provided.